Event description:
The right port had good blood return on arrival. Labs were sent. Chemo was started. After 100 cc infused, pt c/o right neck pain and swelling. Infusion was immediately stopped. Md and np were notified.